Event description:
This lead was implanted on (B)(6) 1999 and was capped on (B)(6) 2011. The lead was oversensing noise when programmed in a unipolar configuration and undersensing when programmed in a bipolar configuration. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)